Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed staples as designed. There were no difficulties or anomolies noted with the firing of the instrument or the formation of the staples. The incident that occurred during surgery could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
During a colon resection the surgeon fell the tp60 did not fire in the usual smooth manner. The staples did not form properly. The procedure was completed using a new tp60. There was no consequence to the pt.